Manufacturer narrative:
The device was received in elective replacement indicator (eri) mode. The eri flag was a false eri flag and was triggered due to high pacing demand and susceptibility to battery voltage fluctuation due to high cell impedance. Total projected longevity was 6.05 years, and the device was implanted for 6.65 years. The device exceeded the projected longevity, and battery depletion is considered normal.

Event description:
During a follow-up in clinic, the device remaining longevity was estimated to be 3 months from elective replacement indicator (eri). The device reached eri 11 days later. The device was explanted and replaced and the patient was stable with no consequences.